Event description:
It was reported to boston scientific corporation on march 24, 2009, that a flexima biliary stent system was used during a tube exchange procedure performed in 2009. According to the complainant, the flexima biliary stent system was advanced along the jagwire that was placed at the lesion. However, the guidewire became stuck in the flexima guiding catheter. As a result, the guiding catheter was stretched. Both the jagwire and the flexima system were removed from the patient. The procedure was completed with the same jagwire and a new flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.